Event description:
During the saphenous vein harvesting procedure, some sparking and smoke was noticed from the handle of the harvesting cannula. A flame was noticed at the scissor toggle slot. A replacement device was used to complete the procedure. The hosp reported that there was no medical or surgical intervention performed. No pt or user injuries were remported in 2004, failure analysis investigation found an electrical short in the device.